Event description:
During the procedure, the md fired all five bands. The bands captured the varices and then slipped off. Contact states md felt he had good suction. A gif 160 scope was used. Customer will send back same lot sample.